Event description:
Pt in giraffe bed, ventilated; bed to maintain 98.6 temperature. Bed control panel failed and bed was placed on manual mode. Temperature attempted to be controlled for the giraffe unit. Pt continued to increase in body temperature rising to 101.0 with temperature produced by bed uncontrolable. Pt taken out of the unit. Discovered from co tech rep that a new revision was coming out on the "relay circuit board" that controls the digital displays. However they were not available for these beds yet as they were repairing the newer beds first. Co planning to replace all circuit boards in both rptr's beds. Second bed has also had intermittent control board problems.